Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-05016. Reference MFR report: 1627487-2012-05017. The pt underwent a trial procedure on (B)(6) 2011 and received a paddle lead and two lead extensions (from different lots). It was reported the pt experienced a loss of stimulation. An impedance check was performed and revealed high impedance. When the sjm representative attempted to reprogram the pt he received rib stimulation. On (B)(6) 2011, the sjm representative met with the pt. Impedance levels were checked and were within normal range. During the visit the stimulation was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.